Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of event. Exact date of occurrence was not reported. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported through refresher training with vessel closure devices of the distributor sales force and physicians that a large number of anterior cuff misses occurred. The number of events and proglide devices used was not reported. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. The physicians are reported to be trained in the use of the proglide device. No additional information was provided.